Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "filament broke from the sensor and remained in the skin" on the day of applying an adc freestyle libre sensor. Customer had contact with a nurse who removed the filament with tweezers, disinfected with alcohol 90%, and placed an "urgot". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was properly seated and severed tail was not observed. Therefore, it is not confirmed.

Event description:
Customer reported the "filament broke from the sensor and remained in the skin" on the day of applying an adc freestyle libre sensor. Customer had contact with a nurse who removed the filament with tweezers, disinfected with alcohol 90%, and placed an "urgot". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the "filament broke from the sensor and remained in the skin" on the day of applying an adc freestyle libre sensor. Customer had contact with a nurse who removed the filament with tweezers, disinfected with alcohol 90%, and placed an "urgot". No further treatment was reported. There was no report of death or permanent injury associated with this event.